Manufacturer narrative:
H3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , version #: 2.1.0, ubd: , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the image did not appearing. The camera cart lateral image would not appear. They "shook" the camera and the lateral image came back on screen. There was less than an hour delay to the case. No reported impact on the patient.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. Archives loaded successfully and there were 2 imaging system images present with 192 slices each with spacing thickness 0.83 millimeters (mm). Moreover, the lateral image was appearing and no issue found with that. There was one application session logs present of the issue date. The session captured the site used spinalfusion procedure and advanced to navigation task. The session also captured the site used imaging system auto registration and did 2 successful spins. No issue regarding camera cart was observed. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. H2) please see section d3-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.